Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set an125 w/o bp 200c spike separated. This was discovered during use. The following information was provided by the initial reporter: changed spike is easily separated.

Manufacturer narrative:
H.6. Investigation: investigations: no sample was returned to sbdm. Retention samples investigations: sbdm conducted separate test to compare between previous spike and changed spike (for current complaint). Visual inspection of spike by projection: sbdm compared the current and previous spike, it met sbdm specifications. Physical separate & leakage test with vial rubber: sbdm conduct physical separate & leakage test with vial rubber, no separation or leakage in both changed and old spikes. Spike pulling (spec : ¿ 2.5kgf): sbdm conduct pulling test by pulling machine for both changed and old spike with rubber in the vial, the pulling force is in our spec (¿ 2.5kgf). House sample inspection: sbdm inspected 30 pcs from lots 2003063, 2003101, 2003133, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 2003101, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record, there is no similar issue of the same product from other customer. Root cause: based on investigation result of the complaint case by retention samples, sbdm concluded there is no abnormality or difference in terms of pulling strength between changed and old spike. The likely cause is that the spike was pierced through the rubber port not properly by external factor and it caused the complaint case. Corrective actions: 1. Conduct quality training on this customer complaint for IV set assembly line workers. 2. Implementing tightened product & process management and strengthening quality inspection for IV set manufacturing process. Conclusion: no samples was returned to sbdm. Based on investigation result of the complaint case by retention samples, sbdm concluded there is no abnormality or difference in terms of pulling strength between changed and old spike. The likely cause is that the spike was pierced through the rubber port not properly by external factor and it caused the complaint case. H3 other text : see h.10

Event description:
It was reported that IV set an125 w/o bp 200c spike separated. This was discovered during use. The following information was provided by the initial reporter: changed spike is easily separated.